Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission showed the r-waves were blanked on the discrimination channel due to the device competitive atrial pacing during a sensor indicated rate. The issue was resolved with an atrioventricular node ablation. The device functioned normally afterwards. The patient condition is fine.